Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient developed an itchy, heat-like rash on his back. The patient also indicated that they had round blisters underneath the back left therapy electrode. The patient's cardiologist recommended an over the counter ointment for the rash and prescribed the patient an antibiotic ointment for the blisters. Follow-up indicated that the irritation was improving.